Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2016 with the following findings: the pump was intermittently power on during investigation. The battery cap was unable to fully tighten. Investigation revealed that the battery compartment was cracked in the thread area. The display screen was dim and discolored. The contrast, up arrow, and down arrow keypad buttons were intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found under all button contacts. Unrelated to these issues, investigation revealed that the u-groove area of the pump casing was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the following; the pump had an intermittent power issue associated with a damaged battery compartment; the keypad buttons were intermittently unresponsive associated with contamination under the button contacts; and the display was dim and discolored. This report is made based on results of investigation completed on 06/09/2016.